Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0c2bg, implanted: (B)(6) 2014, product type lead.

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient stated that "I haven't felt in last few days, or maybe the last week or so." The patient's symptoms weren't being helped, and stated "the symptoms are terrible, and my heart rate and blood pressure are bad and I take 4 different kinds of medication, and my heart rate is 118, my blood pressure is 198/120 and they gave me a patch for my low blood pressure." The patient was on program 1 at 1.2. The patient stated says that she was told by the doctor that she could try another program, but was waiting to hear back from the doctor and representative to find out which one to switch to. A patient reported she had interstim because her bladder goes crazy. The patient noted it was so bad it controlled her heart rate and blood pressure. The patient stated her bladder was going crazy got worse, it hurt so bad starting in (B)(6) 2016. The patient stated she had turned stimulation off when she was hospitalized for other medical symptoms, but it turned back on after she got out and it seemed to be working fine. It was noted therapy was not on. The patient reported they were on program 2 at 0.0, the patient wanted to be on program 1. The patient changed to program 1 and increased stimulation until she felt stimulation comfortably. The patient stated she felt different than it used to feel it from her right side of her bladder to her hip and it helped her right side. But her left side still went crazy. The patient stated she had been working with the healthcare professional (hcp) to get one on the other side, but was not successful. The patient noted when she left the hcp office on (B)(6) 2016 she became sick to her stomach and started having seizures. The patient stated she never stopped throwing up or having seizures and she did that for 2-3 days. The patient noted she was hospitalized for 6 days. The patient noted they gave her antibiotics and saline. The patient noted they had to st ick her 12 times and they put the IV in the crease of her elbow and she would set off the alarm if she moved at all. The patient increase stimulation and felt stimulation in the correct area. The patient noted her bladder was so bad it was controlling her heart and blood pressure, the patient¿s blood pressure was like 214-117. The patient noted if she got anything in bladder it does berserk. The patient stated she had it stretched because it was going crazy then they botoxed it. The patient noted she still got the same result, any fluid to stretch or injectable in her bladder, her stats would go out of range. The patient noted it was kind of serious and had gone for 7-8 years. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0c2bg, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information from the patient reported she was not able to find a healthcare professional (hcp) to look at her device. The patient stated she did not think the hospitalization was related to the device or therapy. The patient also didn¿t think the seizures were related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.